Manufacturer narrative:
Date of event is approximated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received the end-of-life message on their controller. Manufacturer representative has confirmed the device is inoperable. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.